Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection vancomycin (2 grams, frequency and route not reported). On an unreported date, dianeal therapy was discontinued. On an unreported date, the patient¿s pd catheter was removed. The outcome of the peritonitis event was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). During follow up, it was reported that hemodialysis treatment was initiated. Should additional relevant information become available, a supplemental report will be submitted.